Event description:
During preventative maintenance of the device, the user observed the roller pump display did not function as expected. A "belt slip" warning message was also displayed. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.